Manufacturer narrative:
(B)(4). One used lf1212 was received for evaluation. Visual inspection found the knife trigger to be out of alignment. The seal plates were caked with eschar. The reported condition with the knife blade was confirmed. The reported issue with opening and closing the device was not confirmed. The investigation found the device to open and close smoothly. The knife blade did not advance smoothly in the knife track to the excessive eschar build up. The knife trigger was slightly skewed from it's normal position as though excessive force had been placed on it during cutting. After cleaning the seal plates and knife track the mechanical function of the device returned to normal. The knife advanced and retracted smoothly in the knife track. The knife cut was tested with satisfactory results. The blade was inspected under magnification and no damaged was noted. The investigation identified the root cause of the reported event to be improper cleaning of the device. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the sealing and / or cutting effectiveness. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device stopped working after two hours of use. The trigger would not return after sealing and the jaws did not release tissue. The trigger was forced in order to release the tissue. The issue occurred a second time when the device was tested without tissue. No patient injury occurred and a new device was used to continue the procedure.